Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a clean status with visible damage but without fragments. The components have been examined visually and microscopically with the digital microscope and camera. A visual inspection was performed of the jaw parts. A visible cracked blue ceramic and a visible damaged grey ceramic. A cracked grey ceramic and dark discoloration was found also. The root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
(B)(6). It was reported that the ceramic broke.